Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported an altitude alarm occurred. The customer's blood glucose was 183-184 mg/dl. The customer re-loaded the cartridge and resumed insulin delivery.